Event description:
Caller states patient tested 5.1 inr on the coaguchek xs plus system while a comparison lab returned as 3.7 inr. Patient was given beriplex and oral vitamin k. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).